Manufacturer narrative:
Pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08555 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. Detail trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected power loss or replace battery now alarms noted. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as diabetic ketoacidosis and treated with manual injections. The customer was hospitalized and treated with two liters of fluids. Customer's blood glucose value was 371 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on 5/10/17. Troubleshooting was performed. The insulin pump alarmed power error detected. Assisted with clearing the alarm. The customer then states the insulin pump continues to alarm replace battery now. Alarm could not be resolved. Advised the pump will need to be replaced. The product was returned for analysis.